Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), pelvic inflammatory disease ("pelvic inflammatory disease") and endometriosis ("endometrosis/ endometriomas arising out of endometriosis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, ovarian cyst, uterine fibroids, congenital cystic kidney disease and pelvic peritoneal adhesions. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), endometriosis (seriousness criterion medically significant), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), biopsy endometrium ("endometrial biopsy"), abdominal pain upper ("gastrointestinal or digestive system condition type: pain in stomach"), helicobacter gastritis ("gastrointestinal or digestive system condition type: h pylori bacteria"), uterine leiomyoma ("injury(ies) or complication (s)please describe: surgery for treatment of fibroids and endometriosis"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), weight increased ("weight gain") and helicobacter infection ("h pylori bacteria"). The patient was treated with antibiotics, analgesics, surgery (she had surgery to remove the essure, bilateral oopherectomy and total hysterectomy), surgery (she had surgery to remove the essure, bilateral oopherectomy and total hysterectomy), surgery (she had surgery to remove the essure, bilateral oopherectomy and total hysterectomy) and surgery (bilateral oophorectomies and ovarian cystectomies). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, pelvic inflammatory disease, endometriosis, pain in extremity, menorrhagia, urinary tract infection, dysmenorrhoea, biopsy endometrium, vaginal discharge, abdominal pain upper, helicobacter gastritis, uterine leiomyoma, back pain, bladder disorder, urinary tract disorder, nausea and helicobacter infection outcome was unknown and the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain lower and weight increased had resolved. The reporter considered endometriosis and nausea to be unrelated to essure. The reporter considered abdominal pain lower, abdominal pain upper, back pain, biopsy endometrium, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, helicobacter gastritis, helicobacter infection, menorrhagia, pain in extremity, pelvic inflammatory disease, pelvic pain, perforation, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinarytract/vaginal) type: uti's, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), endometrial biopsy , dyspareunia (painful sexual intercourse), weight gain, vaginal discharge, pain, endometrosis/ endometrioses arising out of endometriosis, nausea, gastrointestinal or digestive system condition type: pain in stomach, lower abdominal pain, back pain, leg pain, pelvic inflammatory disease, gastrointestinal or digestive system condition type: h pylori bacteria, injury(ies) or complication (s)please describe: surgery for treatment of fibroids. Reporter information was added. Product information treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2012. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.